Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 118 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated they are around magnetic strips as a part of their job. Customer also reported a low blood glucose event where their blood glucose declined to 56 mg/dl. The customer declined to troubleshoot fo their low. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error al during rewind due to motor encoder out of phase. Unable to confirm excessive no delivery alarm or complete testing due to motor error alarm. The insulin pump has cracked reservoir tube lip.